Manufacturer narrative:
Amendment additional information was received clarifying that this lead was an elective replacement and therefore there is no evidence of a product malfunction.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported. Additional information was received clarifying this lead was an elective replacement and therefore there is no evidence of a product malfunction.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported.